Event description:
It was initially reported that the patient expired and the cause of death was to be determined. Drug delivered via the device was dilaudid 0.2 mg/ml, dose 0.02 mg/day. It was later reported that two days post implant, patient experienced increased pain and was given oral medication by his mother. Patient went to sleep and never woke up. The pump was interrogated on the day of surgery and later on (B)(6) 2012 at the medical examiners office. Per the telemetry strips, it was stated that there were no changes or discrepancies from the time of surgery until today. The pump was turned to minimum rate and the alarms were put off. The cause of death was not known but they "suspected overdose". An autopsy was pending to find out cause of death. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, lot #: n310044008, implanted: (B)(6) 2012, explanted: unk; pouch model: 8590-01, lot #:n309557, implanted: (B)(6) 2012, explanted: unk; programmer model: 8835, serial #: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the autopsy report was received later and it noted patient's cause of death as 'atherosclerotic cardiovascular disease; manner of death natural'.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed no significant anomaly found.

Manufacturer narrative:
No eval explain code.